Event description:
It was reported that a malfunction occurred on a customer's pump, displaying malfunction code "malf 3." The specific blood glucose value was unknown, but it displayed "high" without exceeding 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as backup therapy while awaiting a replacement pump from technical support. The customer was instructed on handling procedures for both storing and returning the malfunctioning pump and was provided a replacement with updated software.